Event description:
It was reported that the patient started therapy early this morning on the arctic sun device and met target temperature of 33c at 7:11am. Patient had been on 2 different devices. On the 1st arctic sun device, they had flow issue and the patient was moved to 2nd arctic sun device. Patient had esophageal probe running therapy and secondary temperature source of foley and the trend was showing 2 bars trending downward but was now thermoneutral. Nurse stated that 2 pads were in place, flow rate was 3.7 l/m, patient temperature was 32.3c, water temperature had been fluctuating between 32.8-32.7c. Nurse checked system diagnostics and outlet monitor temperature (t1) was 33.1c, outlet control temperature (t2) was 33.2c, inlet temperature (t3) was 32.8c, chiller temperature (t4) was 3.9c, water flow rate was 3.7 l/m, inlet pressure was -7psi, circulation pump command was 92 percent, mixing pump command was 0, water reservoir level was 5, system hours were 9074.9 and pump hours were 8433.8. Mss asked the nurse to drain about 16 oz of water from right drain port. And then restarted therapy and water temperature increased to 34.2c and trend indicator now showed 2 bars trending upward. Nurse stated that the flow rate was 3.6 l/m. Nurse would call back if additional assistance was needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon further review of investigation, it has been determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient started therapy early this morning on the arctic sun device and met target temperature of 33c at 7:11am. Patient had been on 2 different devices. On the 1st arctic sun device, they had flow issue and the patient was moved to 2nd arctic sun device. Patient had esophageal probe running therapy and secondary temperature source of foley and the trend was showing 2 bars trending downward but was now thermoneutral. Nurse stated that 2 pads were in place, flow rate was 3.7 l/m, patient temperature was 32.3c, water temperature had been fluctuating between 32.8-32.7c. Nurse checked system diagnostics and outlet monitor temperature (t1) was 33.1c, outlet control temperature (t2) was 33.2c, inlet temperature (t3) was 32.8c, chiller temperature (t4) was 3.9c, water flow rate was 3.7 l/m, inlet pressure was -7psi, circulation pump command was 92 percent, mixing pump command was 0, water reservoir level was 5, system hours were 9074.9 and pump hours were 8433.8. Mss asked the nurse to drain about 16 oz of water from right drain port. And then restarted therapy and water temperature increased to 34.2c and trend indicator now showed 2 bars trending upward. Nurse stated that the flow rate was 3.6 l/m. Nurse would call back if additional assistance was needed.